Manufacturer narrative:
The device is not available for evaluation. Per the instruction for use (IFU), valve stenosis is a potential risk associated with bioprosthetic heart valves. Per the valve academic research consortium (varc), valve stenosis can result from a number of factors, including pannus, calcification, support structure deformation (out-of-round configuration), trauma (cardio-pulmonary resuscitation, blunt chest trauma), endocarditis, prosthetic valve thrombosis, and native leaflet prolapse impeding prosthetic leaflet motion. A very common failure mode is tissue calcification. The mechanisms for bioprosthetic heart valve tissue calcification are not fully understood. Many factors can contribute to the onset and propagation of calcification including patient related (e.g. Patient age, disease state, immune status, and other co-morbidities), pharmacological, and intrinsic properties of the valve itself. It is widely understood that patients with chronic renal disease and prior history of calcific stenosis of the native valve may be predisposed to bioprosthetic calcification. In this case, the cause for the valve stenosis could not be confirmed, however, it is possible patient factors, such as history of renal insufficiency and the progression of pre-existing valvular disease processes may have contributed to the event. Complaint histories for all reported events are reviewed against trending control limits on a monthly basis, and any excursions above the control limits are assessed and documented as part of this monthly review. No corrective or preventative actions are required.

Event description:
Source 3 study. As reported by our affiliates in (B)(6), approximately one years post implant of a 23mm sapien 3 valve in the aortic position, the patient¿s follow up echo showed a valve area of 1.32 cm2, moderate paravalvular leak (pvl), no central leak (cai), and a mean gradient of 12mmhg. Approximately two years post implant, the patient¿s follow up echo showed a valve area of 0.89 cm2, mild pvl, no cai, and a mean gradient of 15mmhg. Approximately 2 years and 3 months post procedure, the patient expired. The patient¿s cause of death was not provided, however, was considered by the physicians to be worsening of pre-existing conditions and not related to the device or procedure.

Manufacturer narrative:
Additional information was received. Section b7 was updated. Approximately 2 years and 3 months post tavr procedure, the patient was admitted to the hospital with dyspnea after tachycardia and pacemaker implantation, and bilateral pitting edema of the lower limbs. The patient expired due to cardiac arrest (unspecified).

Manufacturer narrative:
Corrected data: f10, h6. Reference CAPA-20-00141.